Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared an occlusion alarm. Customer's blood glucose was 317 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin delivery.